Event description:
The stem was inserted into the femur, then removed for re-reaming of the canal. Two pieces of the porocoat were discovered missing when the stem was withdrawn. Another stem was implanted.